Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 30-june-2022, it was reported that the infusion set tubing detachment and infusion set tubing came apart. Location of detachment was insertion site. Insertion site location was left abdomen. Length of infusion set has been used for 1 day. Resting led up to this event. No further information available.